Manufacturer narrative:
The pipeline flex pushwire was returned within the microcatheter. The pipeline flex pushwire was pushed out of the microcatheter and the pipeline braid was deployed out of the microcatheter with no issues. The pipeline braid was observed to be fully open with the distal end having moderate fraying, and the middle section and proximal end having no damages. No other anomalies were observed. Based on the analysis findings the clinical observation could not be confirmed as the returned braid was found to be fully opened. We are unable to definitively determine the cause for the reported experience. The possible cause of middle section not opening could be a combination of braid sizing, moderate vessel tortuosity, and physician technique. Per our instructions for use (IFU): select an appropriately sized pipeline" flex embolization device such that its fully expanded diameter is equivalent to that of the largest target vessel. An incorrectly sized pipeline" flex embolization device may result in inadequate device placement, incomplete opening, or migration. All devices are 100% inspected for damage and irregularities during the manufacturing process. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The device has not been returned for evaluation; however, return is anticipated. Without return of the device, no definitive conclusions can be drawn regarding the clinical observation. Should the device be returned or additional information become available, a supplemental report will be submitted.

Event description:
Medtronic received information that during treatment of an aneurysm located in the ophthalmic segment of the internal carotid artery (ica), the pipeline device did not open in the mid section, despite resheathing and repositioning attempts. It was reported that more than 50 percent of the device was deployed. The device was resheathed approximately two times. No additional steps were made to open the device, as the device was resheathed and removed. A new device was placed without further issue. No patient injury was reported. The aneurysm was 13 mm and the neck size is 10 mm; with a 5 mm secondary lobule. The parent vessel size proximal to the aneurysm neck was 4 mm and the distal was 3.00 mm.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.